Manufacturer narrative:
Event date: unspecified date before 10/17/2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of intravia empty container bags leaked from the seam. This event occurred before use of the device. No patient involvement. No additional information available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.